Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the iLet with a G7 CGM experienced a low blood glucose event after a usual dinner, during which glucose rose from about 107 mg/dL to 178 mg/dL, the iLet delivered correction after approximately 4.4 units of meal insulin had been given, and glucose later trended low; the event lasted about 20 minutes and the device issued a low alert. Symptoms included shakiness and sweating. Outcomes included self-treatment with oral carbohydrates (glucose tablets and cherries) with subsequent stabilization, and no medical intervention or hospitalization. Investigation included troubleshooting and education with customer care and coordination with a trainer, with plans for a factory reset of the iLet due to recent adjustments to meal announcements intended to prevent lows. Investigation of this case revealed a cause unclear hypoglycemia event following a meal with subsequent automated correction dosing and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.